Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was 27.6 mmol/l at the time of the incident. The current blood glucose level was 27.3 mmol/l. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not alleged insulin pump was under delivering. Customer did not provided any information about the symptoms due to high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.